Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace was analyzed and found customer reported that the tip of the ace was broken. Failure analysis confirmed that the complaint was caused by damage to the teflon pad. The pad was torn at its distal end, resulting in a missing piece measuring approximately 0.078" × 0.046". The probable root cause of the teflon pad damage and the detached fragment is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision during the procedure. The instrument tip was not completely detached from the instrument. There was no fragment fall into the patient and no injury to the patient.